Event description:
It was reported that the procedure was to treat the middle third of the left anterior descending (lad) coronary artery. The 2.75x33 mm xience alpine stent delivery system (sds) was advanced to the lesion; however, the balloon would not inflate at all to deploy the stent despite using two different insufflators. The sds was removed and a 2.75x28 mm xience alpine sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.